Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the event is not recovered/not resolved (continuing). No further patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior the patient experienced mild dyspareunia. It was stated that the "subject describes a small 'raw' spot at the opening of the vagina that is causing her discomfort during intercourse". Estrace was prescribed and the event was considered recovering/resolving (adverse event is improving). No further patient complications have been reported in relation to this event.